Manufacturer narrative:
A ge representative performed an on site investigation. The caster and x-ray tube were replaced and the high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system made a loud arching sound then had no image during a case. Also the workstation was hard to steer. No patient injury was reported.